Manufacturer narrative:
On-site assessment of the operation and function of the instrument was conducted by the fse on 27 september 2016. The fse found that the laboratory had powered down the instrument by pressing the power button on the instrument; and the instrument hard drive failed to boot when the fse re-started the instrument. The fse replaced the hard drive, re-installed the customer settings and performed the required verification tests, which revealed that the middle liquid level sensor in retort b required replacement. As the hard disk had to be replaced, the concentration of the reagent bottles was no longer known and the customer was asked to replace the contents of all reagents bottles and wax baths. The customer confirmed on the same day, after running multiple protocols, that the instrument was functioning as expected. Manufacturer evaluation of the information available in association with this event indicates that the root cause of release of formalin through the remote drain port onto both the floor and a laboratory staff member was a use error, because the other possible cause which involves a leak in two liquid valves developing at the time of the event is not substantiated by the fse findings. Information has not been provided as to whether the remote fill and drain tube was attached to the instrument or prematurely removed at the time of the incident. Section 5.4.2 of the peloris/peloris ii user manual states: "always use the hose supplied with the peloris system for reagent bottle operations." Information is also not available as to whether appropriate personal protective equipment (ppe) was being worn at the time of the event. Section 5.4.2 of the peloris/peloris ii user manual states: "always wear suitable eye protection and other protective clothing when handling reagents to protect yourself from splashed reagent."

Event description:
A leica field service engineer (fse) was advised that while a laboratory staff member was attempting to reset a formalin bottle status and drain a retort back to a bottle, formalin was released through the remote drain port onto both the floor and a laboratory staff member. It was also reported that the laboratory staff member had attended the on-site emergency room following the incident. The laboratory also advised that the instrument status screen at the time of the incident showed both retort a and b as filled with formalin, bottle 1 (formalin) as empty and bottle 2 (formalin) showed as full. The user was attempting to set the status of bottle 2 (formalin) as empty in order to drain the contents from the retort back into the bottle. On 28 september 2016, leica biosystems received information that a laboratory staff member had received breathing treatment for asthma during attendance at the emergency room; and that no lost time at work had been incurred as a consequence of this event.